Event description:
It was reported that this left ventricular (lv) lead exhibited over-sensing of noise. The lv lead remains implanted. No adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).